Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that battery. When an astral device was connected to ac power it detected the source to be an external there was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The evaluation confirmed that the device failed to recognize the correct power source and failed to charge its internal battery. The evaluation found that the device was detecting the ac power source as an external battery due to a faulty main circuit board (pcb). Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported device failure was due to an isolated component failure within the device main pcb. The pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be an external battery. There was no patient injury reported as a result of this incident.